Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited pacing impedance measurements greater than 2000 ohms. The lead will continue to be monitored. No adverse patient effects were reported. Additional information was received indicating loss of capture was later observed along with pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed and this lead was capped and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this event will be updated. This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.